Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was triggered on a remote transmitter for high ventricular rate. Stored electrograms showed what appears to be ventricular lead noise. There were no consequences to the patient.

Event description:
New information received indicated that rv lead damage was suspected. It was discussed to perform provocative testing and pocket manipulations to see if noise can be reproduced. If lead damaged, lead revision may be considered. Patient presently is being monitoring via remote monitoring.